Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the right ventricular (rv) lead due to the high threshold, the screw structure at the tip was deformed and could not be used normally. The rv lead was attempted/not used and replaced. No patient complications have been reported as a result of this event.